Manufacturer narrative:
(B)(4). Information is unavailable; device was not returned for evaluation.

Event description:
It was reported that during an open gastrectomy procedure, on the initial firing of the device, the staples did not form. They did not close. A second tct75 was opened to continue with the case without any difficulty. There was no reported patient consequence.